Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. Calibration was last performed on (B)(6) 2025. The qc recovery data provided was acceptable. The field service engineer (fse) indicated that the bead mixer was misaligned and the bead mixer paddle was bent. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys ferritin results for 1 patient lithium heparin plasma sample on a cobas 6000 e601 module. The initial ferritin result was 65 ng/ml. The doctor questioned the result and it was accompanied by a data flag which prompted the customer to repeat the sample. The sample was repeated and the result was 16 ng/ml. The repeat result was deemed correct.

Manufacturer narrative:
The analyzer serial number is (B)(6). The reagent expiration date was not provided. The field service engineer (fse) replaced the bead mixer and performed precision testing successfully.